Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes were observed. Both were false episodes due to undersensing. The device was not upgraded to latest firmware. The patient is fine. Device remains implanted.